Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative. It was reported that the representative met with the patient on (B)(6) 2023. The patient kept a diary for the last 1-2 weeks, but the stimulation had not turned off during that time, except for the morning of (B)(6) 2023 when they discovered at about 7:30 that stimulation was off. The patient did not sense that stimulation was off, but they noticed it when they checked the controller, or when they wanted to adjust the amplitude up. The patient normally kept the controller in a different room, so it did not seem to be the controller that turned it off. It was noted that the controller was completely new. The reports were checked but technical services did not see anything in the reports that could cause the stimulation being off; the session report showed that between (B)(6) 2023 and (B)(6) 2023 the stimulation was on for 100% of the time. The ins was always sufficiently charged and no pors occurred.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported through a manufacturer representative that the patient¿s ¿stimulator shut down as soon as he increased the voltage.¿ the patient reportedly turned up their stimulation with their patient programmer ¿step by step¿ when the issue would occur. This issue was noted to have happened with his old implantable neurostimulator (ins) as well; the same problem occurred with the new ins. It was noted that there were no accidents, falls, or sudden movements associated with the issue. It was confirmed the patient was not doing anything wrong. Additional information was received from the manufacturer representative (rep) reporting that the stimulation turns off unexpectedly. Sometimes the patient would take his patient programmer to increase amplitude only to find that stim has turned off. In october last year the ins was replaced as it was near end of service (eos) so it was believed that was the cause of the problem. However, problem remained. This can happen while he sits still (not related to body position or movement). The stimulation does not turn off after something special. The patient was not exposed to strong magnetic fields. While patient was with a nurse on (B)(6) 2023, they palpated the area of the extension and did several impedance measures but found no impedance error. During that time, stimulation had turned off 4 times but not was palpating. No abnormalities were seen in the mdt data report. No error messages appeared in the clinician programmer or patient programmer. It was confirmed that when the stimulation turns off, the patient programmer shows stim off. The patient can turn it on again after it has been turned off. It was unknown which device was at fault. The issue was not resolved. The patient was going to keep a diary and then a new mdt report will be taken.